Manufacturer narrative:
During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D6a: device was implanted on an unknown date in (B)(6) 2024. D10: unknown avenir stem, unknown item and lot #. Unknown allofit-it cup 54, unknown item and lot #. Unknown pe liner, unknown item and lot #. G2: foreign: belgium. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had second stage revision surgery due to periprosthetic joint infection and abscessation, approximately 6 months after implantation. In first stage the patient had revision hip prosthesis for removal and spacer insertion, approximately 1 month later the patient had the second stage for new devices implantation. Due diligence has been completed for this complaint; to date all available additional information has been received

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; d10; g3; h2; h3: h6; h11 d10: allofit-it cup 54 unknown item #00875505400 and lot# 3179814 femoral stem cementless collarless coxa vara 12/14 taper size 6 item# 574103060 and lot#3080152 36mm i.d. Size jj neutral liner use with 54mm o.d.size jj shell item# 00875101136 and lot#65918642.

Event description:
No additional event information at this time.